Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states that the asymptomatic patient presented via merlin transmission. Another instance of post-paced t-wave oversensing on the ventricular channel was observed. Programming changes were made.

Event description:
It was reported that during patient follow up, post paced t wave oversensing was observed on the ventricular channel. Patient was asymptomatic. Programming changes were made. Subsequently, the post-paced t-wave oversensing recurred and additional programming changes were made.